Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. Reportedly, upon insertion of the needle, the customer was unable to push the plunger down; however, when the customer tried a previously used cartridge, there was no resistance when pressing down on the plunger. Additionally, the customer refilled the previously used cartridge and resumed insulin delivery. The customer additionally reported an elevated blood glucose (bg) level of 250 mg/dl, which was addressed with a correction bolus via the pump. The customer attributed an increased amount of stress to be cause of the elevated bg level. The customer declined system check with tandem technical support and was recommended to consult with health care provider regarding diabetes management.